Manufacturer narrative:
Further information received indicated there was poor sensing and a possible fracture of the atrial lead, and the ventricular lead had no capture, chest wall stimulation, no sensing and a possible fracture. It was further reported that the implantable pulse generator had a "dysfunction". This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation separation; proximal segment returned for analysis. (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.